Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while on balloon dissection, it did not inflate. Another one was opened to complete the case. There was no patient injury.